Event description:
It was reported by service report that the brakes were not holding due to the retaining rings being missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.